Manufacturer narrative:
No device problem was found. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report their device unexpectedly lost power. In this state the device would not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker performed an initial evaluation on the customer's device and was unable to duplicate the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report their device unexpectedly lost power. In this state the device would not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.